Event description:
During the incoming inspection of the device, when attached to an associated defibrillator, a red 'x' status indication was observed on that unit. The complainant indicated that there was no patient involvement in the reported malfunction.